Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder (balloon) of a small volume intermate ruptured. The device was filled with unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 10, 2019 - september 12, 2019. H10: the device was evaluated. A visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The exact cause of the bladder rupture could not be determined, however, the most probable cause of the rupture was determined to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.